Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The hc alarmed se 2367 and the hp stated that the clamps were open on the unused supply lines. The hp stated that she would use manuals most likely for the remainder of that night's therapy. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. That patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The hp did not disconnect any time prior to the alarm or observed air. All bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the system error 2240 was use error. There was no reported device malfunction therefore no further investigation will be performed. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.